Manufacturer narrative:
Actual device evaluated via simulated use testing, which confirmed the reported issue. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Probe passed pretest then froze up the shaft. Skin was frozen for 60 seconds. Aborted freeze and replaced the probe.